Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted june 7, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 for unspecified reasons. The patient was reimplanted with a new cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is filed on june 29, 2018. (B)(4).